Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported the patient underwent an scs implant procedure that was abandoned due to an issue reported under MFR. Report#: 3006705815-2018-01256, 3006705815-2018-01257, and 3006705815-2018-01258. Before the procedure was abandoned, the doctor made an incision for the ipg intended for use. Several days later, the patient was diagnosed with an infection at the incision site intended for an ipg. As a result, the physician washed out the pocket site and the patient was administered antibiotics.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the infection has been resolved.